Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user¿s ilet would not unlock, preventing meal announcement and normal use, and the device remained locked even after placement on the charging pad; a replacement device was arranged and the user transitioned to alternate insulin therapy. Symptoms included thirst with reported blood glucose of approximately 214¿220 mg/dl and an elevated range persisting for about two hours without device alerts. Outcomes included user-reported hyperglycemia managed by the corrective algorithm and backup therapy, with no outside assistance or medical intervention required. Investigation included collection of event details and device information, confirmation of shipping details, and coordination for device return and replacement and inspection of the returned device . Investigation of this device revealed a device malfunction related to the user interface or locking function that impeded normal operation. It was concluded, based on previously established findings for similar reports, that the cause was due to damaged screen.